Event description:
The customer reported that while the unit was in use on a patient, the unit generated a "system failure" message. They had turned the pump off during surgery, and when the procedure was over, the pump did not restart. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed the fault codes 45 (system failure) and 65 (safety vent failure). He replaced the k6a safety vent solenoid valve. The unit was tested to factory specification. It functioned normally and was returned to the customer.